Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected lower range.

Event description:
It was reported that alerts were triggered for low left ventricular (lv) lead impedance. Lead polarity was changed but low impedance persisted. The patient was subsequently evaluated; lv lead impedance is variable but the patient is doing well. The patient will be monitored and a lead revision will be performed if necessary. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.